Manufacturer narrative:
(Head cable) the evaluation determined that the reported event was caused by a defective head cable. This was attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/16/2023, it was reported by a sales representative via sems that (qty. 3) of an ar-3210-0029 4k synergyuhd4 bb camera head would go black when pressing the wand in the middle of the case and then it would not give a clear image after. The case was completed successfully by using another camera head. This was discovered during an unspecified procedure, with no patient harm.